Manufacturer narrative:
Concomitant medical products: product ID: wr9220, serial#: (B)(4), product type: recharger. Product ID: wr9220, serial/lot #: (B)(4), ubd: na , UDI#: na. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported that the patient received the implant last thursday and was told to charge weekly regardless of level, so the caller said they tried to recharge implant. It got to 50% and then stopped. They retried several times. Patient services reviewed that the wound should be healed prior to recharging and reviewed how healing factors such as swelling could affect telemetry. Patient services also reviewed emi and recommendation for healed wound. The issue was not resolved through troubleshooting. (B)(6) 2020 patient¿s son states that ever since they attempted to charge the patient¿s implant last sunday, the patient has had difficulties holding their bladder. Caller states that the patient had to go back to wearing (B)(4) until they increased stimulation; increasing from 1.0v to 2.8v resolved the therapy issues, but the recharging issues have persisted. Caller states that the recharger will connect and disconnect after a few seconds and this cycle just repeats. On the call, the caller placed the bottom of recharger in line with the bottom of the implant and they were able to establish connection for a few seconds then the connection dropped again. After attempting this several times, the caller encountered a 1707 code. Caller then reset the recharger and then a 3167-error code appeared. After the 3167-error code was cleared another 1707 error appeared. Patient services recommended to restart the recharger and the handset, place the recharger on the dock and retry. After this was done the caller received another 1707 error code. Caller confirms that the patient is not moving, they can feel the implant and the recharger is in the belt, on the skin. Caller then tried to charge without the belt and after this was done, the caller successfully started a charging session with good connection but then the caller started to feel a "sharp pin." Caller then put a thin piece of cloth between the patient and the recharger, but then the recharger would not establish a connection. Caller then moved the recharger to skin again (patient services did not recommend this) and the connection went in and out without the patient moving. Caller has no idea if the implant location is swollen after surgery. Caller states that they will try to lay the patient down to charge, but patient services offered to reach out to the rep as well. The issue was not resolved through troubleshooting. Patient had hcp appointment scheduled for (B)(6). (B)(6) 2020 additional information was received from the patient via the manufacturer's representative: rep reports that patient is having difficulty with recharging, they are able to connect only for a brief time with excellent connection before the device disconnects. Rep said he's tried 3 different rechargers today, and he's tried repositioning it multiple times in various off set positions. Rep reports getting 1707 error. Ts (tech support) told rep to turn volume on the app off, reset bluetooth but that did not work. Ts then had caller switch recharger and that only allowed brief connection before disconnection again. Rep said implant is at about half inch and it doesn't appear to be tilted. Ts recommended rep to get x-ray to confirm implant position to make sure. (B)(6) 2020 additional information was received from the manufacturer's representative via the engineer regarding troubleshooting: patient was implanted two weeks ago, the ins charged fine in the package, achieved telemetry with communicator to do impedance check intraoperatively. The rep was present at surgery and said the implant was less than or equal to 0.75-inch-deep and he did not think the pocket was too large. This was the surgeon¿s first implant with micro. Yesterday, rep spent 2 hours with patient and did all the troubleshooting steps possible for 1707 error including moving off-center from the ins and turning off the volume of the recharger. Multiple rechargers were attempted. Patient is overweight, has significant adipose tissue near implant site. X-ray was recommended for anterior posterior, lateral, and oblique views. Rep could feel the device, but it didn't feel too deep. He was unsure if it may have rotated in the body. It was discussed the device may have migrated in the body or was deep and/or rotated, and that for patients with significant adipose tissue the device can move depending on how the patient carries their weight when standing, sitting, lying on front, lying on back. On (B)(6) the rep provided additional details: rep states x-rays were taken last week, both ap and lateral. Doctor determined that the implant was in good position and depth was not greater than 3/4 of inch, not too deep or too shallow, nothing remarkable was seen. Patient communicator had no issues picking up ins. The issue was with the recharger staying connected to ins during charging. Recharger would connect then go back into search mode and provide the error 1707 code. Every time that the patient tries to recharge, she gets the 1707 code. Coupling shows excellent connection and that the recharger is connected to ins, yes, recharger connects then starts beeping to indicate searching for ins. Patient was recharging while sitting. Rep was able to recharge the generator to 100% prior to the case but once the ins was implanted, patient was not able to charge to 100% and began receiving the error message the following week when she tried to recharge. Rep walked through every possible step to resolve the issue. Rep was able to meet the patient in physician¿s office and tried a different recharger but had the same issue. Both rechargers were able to connect to a demo interstim micro battery and did not drop the connection. The doctor has made the determination to revise the ins on (B)(6), and will either move the generator location and check connectivity or replace the ins altogether.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Upon review of the original call notes from nov-02, the caller reported that they used the belt with the recharger and the app would show that the recharger connected to the ins and that the ins was at 50%, but then after a couple of seconds it would disconnect and show an error to call mdt. The caller stated that they rebooted all the equipment, but had the same issue - the recharger blinks that it is connected, but then shuts right back down. The patient's rep reported that following the attempts to recharge the ins, and the battery levels.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the 3167 messages was the generator had flipped 90 degrees in the pocket which was causing the error. The patient was revised on (B)(6) 2020 via a pocket revision. It was determined through intraoperative testing per the healthcare professional¿s request that the recharger and the generator were functioning properly and that the generator location in the pocket (it had rolled 90 degrees on its side) was causing the error message. The connection was checked three times intraoperatively with a successful connection all 3 times with no coupling or dropped connectivity. Impedance was also checked on the system with no impedance issues. The stimulator was turned on post op and the patient was feeling the stimulation appropriately at a comfortable level. The patient was also checked post op per the healthcare professionals request and the generator, and the recharger connected properly. The manufacture representative remained with the patient for approximately 1 1/2 hours while the generator recharged.

Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6) product type recharger b6 codes update to reflect new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.